Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary cadd solis vip pump sn: (B)(6) was received. A visual test was performed - found bubbled dso seal. The functional test couldn't be fully performed due to a custom security code - found that the pump records error code 46228, which points to a faulty pwa. Pump was tested for flow accuracy and failed (details in pdf attached). Replicated customer's reported issue. Root cause was determined to be problems with the dso seal, pwa and expulsor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Repairs involved replacement of dso seal, pwa and expulsor trim.

Event description:
The customer stated "non-compliant following on-site inspection". The problem was discovered during preventive maintenance. There was no patient involvement and no patient harm/adverse event reported.